Manufacturer narrative:
(B)(4). January 17, 2014 to january 20, 2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation and during visual inspection particles were found in the fluid path. Using fourier transform infrared spectroscopy , the particles were identified to be acrylic material. The cause was unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.